Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and patient is in the hospital due to heart failure that is related to CPAP device's sound abatement foam. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The section b1, b2, d8, d9, h1 and h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to hospitalization. (Previously, it was blank.) Section d9 has been updated. Section h1 was changed from malfunction to serious injury. Section h3 was updated. Section h6 health effects: clinical codes, health effects - impact code was corrected, type of investigation findings and investigation conclusions has been updated.